Event description:
The procedure was to treat re-stenosis of a lesion in the first obtuse marginal vessel that was previously treated with a non-abbott drug-eluting balloon. The 2.5 x 12 mm xience prime stent delivery system (sds) was advanced, but could not cross to the lesion. During removal, some resistance was noted. After removal, it was noted that the stent was kinked. Dilatation was performed and a new sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned 2.5 x 12 mm xience prime stent delivery system noted that the stent implant was stationary on the tightly folded balloon between the markers. There was no damage to the stent struts as was reported. It was reported that no pre-dilatation was performed prior to the attempt to cross. It should be noted that the instructions for use states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. In this case, it is possible that the lack of pre-dilatation contributed to the reported difficulties, however, it was reported that there was no tortuousity or calcification, therefore, this cannot be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query the complaint handling database for the reported lot was performed and there have been no other incidents reported for difficult to remove or stent damage for this lot. There is no evidence to indicate the presence of a product deficiency.